Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she had been having ¿nerve problems¿ at l3 since a couple months ago. She did not think the therapy was working since (B)(6) 2017 ( patient stated since a couple of days ago). She was not feeling stim on the day of this call. Patient was able to increase stim and was feeling stim but then five hours later, she was not feeling it again. Patient was asked if she was having symptom return and patient stated ¿no, she was fine¿. There were no further complications that have been reported as a result of this event.